Event description:
The user stated they received a glucose result of 9.1 mg per dl that was flagged as low, for one sample in a gel separator tube. The tech ran the same sample on the integra with a result of 251.6 mg per dl. The original result was not reported. The user refused a service visit and stated this was a sample issue. The investigation is ongoing. If additional information is received, appropriate notification will be provided.